Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of hub detachment is confirmed and was determined to be use-related. One 5 fr d/l powerpicc solo catheter was returned for evaluation. An initial visual observation revealed the purple solo luer hub was detached from the extension tube, and the tube appeared to be stretched and flared near its proximal end. Use residue was observed on the sample. A microscopic observation revealed presence of part of the extension tube within the solo luer hub, suggesting a break in the tube instead of detachment. The fracture surface of the break was mostly flat and smooth, except for a very small area that was observed to have some beach marks. These findings suggest the extension tubing experienced a tensile break due to over stretching. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported during simultaneous dual-channel intravenous infusion, the valve ball detached from its connection to the extension tubing. Medical staff had no choice but to quickly remove the catheter and reinsert another one for infusion. No other information was provided.